Event description:
Boston scientific-target was notified that during the procedure the gdc 18-standard synerg detection circuit detached prematurely inside the microcatheter. There were no complications reported with the patient.